Event description:
It was reported that the patient was admitted to the hospital related to their implantable cardioverter defibrillator (ICD) firing. It was noted that the patient had no signs or symptoms related to this event. Log files were reviewed and revealed that the controller exhibited power disconnects. It was stated that the patient has dementia and got confused. The ventricular assist device (vad) speed was increased while the patient was admitted but the reason was not provided. Later that night the vad exhibited five high watt alarms. The alarm limit was set at 6.0 watts and was increased to 6.5 watts. It was stated that log files showed that the highest power of 6.0 watts was achieved during the alarm. The was no change in the patient's labs or urine color at this time. The patient was discharged home and being monitored. It was noted that the patient was not a candidate for interventions due to being frail and old. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 continued: 459888 lead implanted (B)(6) 2017, 6947m62 lead implanted (B)(6) 2017,5076-52 lead implanted (B)(6) 2017.  Additional products: d1: heartware ventricular assist system - controller 2.0 d4: model #: 1420 / catalog #:  1420 / expiration date: 31-may-2024 / serial or lot#: (B)(6). D9: no h3: no. H4: mfg date: 23-may-2023. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: controller serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6) and one (1) controller (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed an increase in power consumption and estimated flows was observed on (B)(6) 2025. In addition, review of the alarm log file revealed five (5) high watt alarms logged on (B)(6) 2025. Of note, the vad speed was increased on (B)(6) 2025, corresponding with the observed increase in power consumption. The high watt alarm threshold was decreased on (B)(6) 2025, increased on (B)(6) 2025, then decreased again on (B)(6) 2025. Log file analysis also revealed three (3) controller power up events with associated pump start events logged on 5/nov/2025 at 18:00:55 and on 10/nov/2025 at 23:25:05 and 23:26:38. The controller was without power for eleven (11) seconds, one (1) minute and nine (9) seconds, and fifty-two (52) seconds, respectively. No anomalies were recorded leading up to the losses of power. Additionally, log files did not reveal any power disconnect alarms within the analyzed period; however, the losses of power are likely related to the reported power disconnects. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the high-power event can be attributed to inappropriate pump rotational speed and/or incorrect setting of alarm threshold. The most likely root cause of the losses of power can be attributed to the reported disconnection of both power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.